Event description:
Patient had no complaints pre-dialysis temp 98.8 bp 156/80, 1 hour 40 min. Patient received test dese of infed 1 cc IV push bp 130/60 10 min take patinet ocmplained of nausea b.p. 60/polyable, patient was given 500 cc of normal saline IV. Bp improved to 120/70. Patient then complained of shaking chills t 98.8 and then temp increased to 100.6 and 102 degree within 30 minutes. Treatment was terminated at 2.5 hours. Bp 10+/60. Patient returned fine after treatment. The further problems developed. The patient was fiven vancomycin t gm IV on day of incident.